Event description:
It was reported that this implantable lead was an attempted implant due to inability to retract the helix and high pacing threshold. Another lead was successfully implanted. No adverse patient effects were reported.